Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added: h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the below investigation result, the image sensor unit may have been broken, leading to the subject event. The probable cause of breakage may be irregular load to the bending section, leading to the event since multiple damaged sites were observed on the bending section. However, the cause of it was unable to be specified. The subject event can be detected by implementing in accordance with the below IFU. Instructions for ltf-s190-5 opeation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope image did not display. The issue occurred during inspection for use for an unknown therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1: medical corporation: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected fields: d8 and h3.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the root cause of the event could not be determined. However, it was possible that the damage to the image sensor unit may have led to the occurrence of the event. As for the cause of the breakage, since multiple damages were confirmed in the curved part, it is thought that it may have occurred due to an irregular load applied to the curved part, but it could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.